Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, a2 and a3.

Event description:
As reported by the edwards japanese affiliate, during advancement of the valve through the sheath, strong resistance was encountered at the distal tip area. Despite the resistance, the valve was able to pass through, and valve implantation was completed without further issues. After the sheath was removed, damage to the distal tip was observed. The damaged sheath will be returned for engineering evaluation. No patient injury occurred, and no further complications were described. The perceived root cause of the event was not known at the time of reporting. Per the ew clinical specialist, there was no 3mensio report, but the vessel anatomies were vessel diameter acceptable, no calcification, and tortuosity present.

Manufacturer narrative:
Investigation is ongoing.